Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver failed the charge and boot testing. It was found to be perpetually rebooting. The receiver was opened and the ui pcba was detached to download the receiver log. During the log review it was found that the receiver was shut down by the user. The complaint of receiver initialization without a manual restart could not be confirmed. The root cause could not be determined.